Manufacturer narrative:
The compressor transformer was concluded onsite to be faulty by the field service engineer. The replaced transformer has not been returned for investigation, the cause of this particular reported failure could not be determined. However we have experienced the same symptom in the past and this event could be related to an issue that has been investigated by the manufacturer, the root cause was traced to the manufacturing process. It was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. The transformer is fitted with two 115 °c non-re-settable thermal over-temp fuses, one in each winding. Corrective actions to correct the verified issue was implemented during week 51, 2019. We apologize for the inconvenience this issue may have caused.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor did not start there was no patient harm. Manufacturer's ref #: (B)(4).